Manufacturer narrative:
(B)(6). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a subfebrile temperature and elevated crp (crp 13.7 mg/dl; wbc 8.77 g/l) and was admitted to the hospital on (B)(6) 2020. Blood cultures showed systemic infection with pseudomonas aeruginosa. After prolonged i.v. Antibiotic therapy, the patient had recurrent negative blood cultures. The final negative blood culture was on (B)(6) 2020. Pcr and and an exit site swab culture were both also negative for bacterial and fungal pathogens. The event was reported to be device related. No further information was provided.